Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 2 injections. The reported retraction issue has not been confirmed through testing; insertion and retraction tests were performed with no issues. The reported issue (system notice message #50005 and #50032) has been confirmed through testing. The catheter failed the returned product inspection due to a guide wire lumen breach. Dissection / pressure test revealed a guide wire lumen breach at 1.41 inches proximal from the tip.

Event description:
The user received system notice message 50032 (the safety system has detected a compromised outer vacuum) at 119 seconds into 1st ablation. The user could not retract the balloon catheter into the sheath. Retried inflating the balloon and received system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). The manual retraction kit was used to remove the catheter. The catheter was replaced and the cryoablation procedure continued. No patient complication was reported. Reportable based on analysis completed 11/20/2014.